Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: evidence of short battery life is illustrated with 12 count voltage drops on (B)(6) 2017. Battery compartment and returned battery cap are undamaged and able to fit securely.-¿ez-prime¿ steps were performed correctly; all currents are above specification. Reported ¿short battery life¿ is duplicated..pumps¿ cover was removed, all currents reading retuned to specification after unplugging the cgm flex from the pcb, no intermittent condition was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.